Manufacturer narrative:
An event regarding instability involving c-taper lfit inter head was reported. The event was confirmed based on medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: review of these records confirm revision of an acetabular liner and femoral head for wear and recurrent subluxation. The cause of the recurrent subluxation was polyethylene wear and impingent of the neck of the femoral stem on the acetabular liner 20 degree buidup. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient's right hip, acetabular poly and femoral head exchange. Normal poly wear. The event was confirmed based on medical review. A review of the provided medical records by a clinical consultant stated the following comment: review of these records confirm revision of an acetabular liner and femoral head for wear and recurrent subluxation. The cause of the recurrent subluxation was polyethylene wear and impingent of the neck of the femoral stem on the acetabular liner 20 degree buidup. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "right hip. Acetabular poly and femoral head exchange. Normal poly wear." Update as per medical review,"confirm revision of an acetabular liner and femoral head for wear and recurrent subluxation."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
As reported: "right hip. Acetabular poly and femoral head exchange. Normal poly wear."